Event description:
Reference number (B)(4). Event occured in (B)(6). It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2026, which was managed via pump. No further information is available.